Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed pretest for check for sticky speed trigger, check the oscillation/forward/reverse mode function, check the oscillation angle and check switching function forward/reverse and check power with test bench (minimum: 67.5 to maximum: 110 w (watt), unit had no power. During service/repair, it was observed that the electronic control unit (ecu) had no voltage. It was determined that the issues were consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was broken and had an unknown malfunction. During in-house engineering evaluation, it was observed that the device failed pretest for check for sticky speed trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.